Event description:
Additional concomitant: screws (part/lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.027.033s, lot l829197: manufacturing site: bettlach. Release to warehouse date: march 27, 2018. Expiry date: march 01, 2028. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. A product investigation was completed: the returned proximal femoral nail anti-rotation (pfna) blade is in good condition; there are no discernible signs of wear or damage. Function test was performed with one of our impactors (03.010.410) and did not show any abnormalities, the blade can be locked and unlocked as intended and the blade does rotate freely in unlocked condition. The mentioned malfunction could not be reproduced. The complaint condition is unconfirmed. A function test was performed and did not show any abnormalities. The blade could be locked and unlocked as intended and the blade did rotate freely in unlocked condition. The mentioned malfunction could not be reproduced. The review of the production history revealed that this implant was manufactured in march 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the placement of the proximal femoral nail antirotation (pfna) on (B)(6) 2018, there was an issue with one of the implants. While placing the screw driver on the blade, it didn't open. They first tried using a different screw driver, but the blade would still not open. After this, the surgeon used a new implant to complete the procedure. The procedure was completed successfully with a five to ten minute delay. Patient status was stable. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 2). This report is for a pfna blade perf l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.